Event description:
Twenty five pts-unk specifics. They used 1 bottle of lot 010031 and 1 bottle lot 010036 of the ibond te. They do not know which lot number was used on these pts. This is the twenty-second of 25 reports for the 2 lots of ibond te. On (B)(6) 2012 received complaint that dr (B)(6) assistant says the ibond te doesn't hold the bond. On (B)(6) 2012 called the office and spoke to dr. (B)(6). He said that he had approximately 18 bottles. He said that he wanted replacement and that it would be best to speak to his assistant. Spoke to local hk rep. He said that he went to the office with hk vp last night. He said that the dentist mentioned he was not using the ibond se and te he had purchased in (B)(6) 2011. He said that the dentist was a first time user for both ibond se and te. On (B)(6) 2012 spoke to assistant. She said that the debonding occurred between (B)(6) 2012. She said they had over 30 pts that were treated with the ibondte for restorations. She said that around 25 of the pts called the next day reporting that the teeth were sensitive and that the restorations fell out. She said that they brought them in immediately and refilled the teeth. She said that they did not require reprepping. She said that they just refilled using a different bonding agent. I asked if she remember any of the pts specifically. She said that she could not remember anyone specifically. I asked her to describe how they used it. She said that after prepping they would etch, rinse and dry the tooth, apply 2-3 coats and scrub each coat into the tooth for 10 to 15 seconds, dry the ibond really well and then light cure for 30 seconds with an led curing light. I asked how the pts were doing since having the replacements. She said they were all fine now.

Manufacturer narrative:
As allowed by exemption# (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Conclusion: on (B)(6) 2012 the user said they apply 2-3 coats of the ibond te. The directions recommend only applying one coat and if surface does not appear visibly shiny all over after air drying, then to apply second coat. The ibond te was applied in 2 to 3 layer prior to any air drying and there is a potential that the application was too thick and this would not allow for complete polymerization of the ibond te. Incomplete polymerization will lead to microleakage and premature failure of the restoration. User error.